Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged power loss alarm and battery lasting less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with keypad overlay texture damage, pillowing keypad overlay, cracked case on battery tube, cracked retainer, missing display window, cover, cracked keypad overlay, cracked keypad overlay, cracked reservoir tube lip, cracked case above arrow and battery icon, and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: low battery alarms on (B)(6) 2021 at 06:04:00. On (B)(6) 2021 at 05:32:00. (B)(6) 2021 at 20:35:00. On (B)(6) 2021 at 01:22:13. Insert battery alarm on (B)(6) 2021 at 07:32:42. On (B)(6) 2021 at 07:34:52. On (B)(6) 2021 at 06:17:27. Replace battery alarm on (B)(6) 2021 at 06:06:00 and 06:16:00. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. No unexpected power loss, low battery, insert battery, and replace battery alarms during testing. Customer alleged for power loss alarm was not confirmed. Sleep current measurement test failure suspected to be in electrical board 1. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.